Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that insulin leaked from the reservoir into the reservoir compartment, causing high blood glucose. The blood glucose reading was 22.0 mmol. Nothing further was reported.